Event description:
It was reported that the patient presented in the emergency room after a syncopal episode in ventricular tachycardia. Upon review of events stored on the patient's cardiac defibrillator, the device classified episodes of ventricular tachycardia as supraventricular tachycardia. As a result, the device did not administer therapy when appropriate. The device was reprogrammed, and anti-arrhythmic medication was prescribed. The patient was stable after this event.

Manufacturer narrative:
Correction: this supplemental report is to correct the initial MDR reported device code: (B)(4) - device operates differently than expected which was submitted on (B)(6) 2017. The code was erroneously submitted as the more appropriate device code to supersede the initial device code would be (B)(4)- programming issue. Correction: this supplemental report is to correct the initial MDR reported section which was submitted on (B)(6) 2017. The previously submitted narrative should be superseded by section reported in this supplemental report.

Event description:
It was reported that the patient presented in the emergency room after a syncopal episode in ventricular tachycardia. Upon review of events stored on the patient's cardiac defibrillator, the device discriminators were programmed incorrectly, which classified episodes of ventricular tachycardia as supraventricular tachycardia. As a result, the device did not administer therapy when appropriate. The device was reprogrammed, and anti-arrhythmic medication was prescribed. The patient was stable after this event.